Manufacturer narrative:
(B)(4). Investigation results: a wallflex biliary rx uncovered stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was fully constrained within the delivery system. The blue sheath was kinked and detached from the clear sheath just proximal to the guide wire port. In addition, the exposed inner shaft was also kinked and twisted. No other issues were identified during the product analysis. The stent could not be deployed by actuating the deployment handle due to the detached sheath. The sheath was cut into two pieces just proximal to the guide wire port and the stent was subsequently deployed without resistance by pulling the tip of the delivery system. The handle of the delivery system could also be actuated without resistance. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The noted damage to the returned device was consistent with excessive force being applied during deployment and is likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx uncovered stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2016. According to the complainant, the stent was used to treat a malignant stricture. According to the complainant, when the physician started deploying the stent, the sheath did not move and the stent remained constrained on the delivery system. The stent was removed from the patient and another wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed an MDR-reportable event based on the investigation results which revealed that the blue sheath had detached from the clear sheath just proximal to the guide wire port.